Event description:
Patient had a short aortic neck with 80-90% angulation and high calcification, which a tortuous right iliac. Physician implanted the bifurcated device and two cuffs, but was unable to get a good seal after ballooning. He elected to convert the patient to an open procedure and threw away the devices.